Event description:
Information was received from a consumer regarding a patient receiving an unknown drug with an unknown dose and concentration via an implantable pump for non-malignant. It was reported the patient had their pump refilled and ended up in the hospital for 4 days with an overdose or something, and the patient was out cold for 2 days and remembered nothing. The patient noted being due for their next refill in (B)(6), but consider having the pump taken out. The patient noted reading that there is a lot of issues with the pump and was never told about the issues. The patient noted the episode that happened was frightening and the patient was afraid of blacking out again. It was noted that the patient could not speak, did not know where they were, or who they were. It was noted someone saw the patient, called the cops, and was taken to the hospital for 4 days. Event date was unknown. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from consumer on 2017-sep-19 reported they first started experiencing the overdose or something and symptoms on 2017 (B)(6) about 30 minutes after refill. The patient's weight at time of event was 220 pounds. It was noted that the patient was at a stare and was wondering around. It was noted the manager called the police who called the ambulance. The patient stated they did not come to for almost 2 days. It was noted that the hospital gave the patient anti nausea medications and pain medications for their head. The patient was turning the pump off. It was noted that nobody knew exactly what happened. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that three years ago the patient had knee surgery. The patient had a new pain pump put in, and the first time it was filled the lady made a mistake and dripped some drug into the patient's body and the patient overdosed. The police found the patient wandering around the parking lot. The patient did not know who she was, and could not make a coherent sentence, only could say her name. The patient said her healthcare professional (hcp) turned her pump down to 25%. The patient then went into withdrawals, vomiting and tremendous headaches and was in the hospital for four days in may of 2017. The patient said the pain clinic told her one could not be lowered more than 10% or would have withdrawals. The patient said she threatened to sue clinic and they would not see her anymore. They would not fill the pump. All they would do is remove her pump. The patient apologized to the doctor whom the patient saw for 12 years and gave her epidurals but would not accept the apology and see her. The patient had been trying for two months to find a doctor to refill pain pump. The patient called six doctors and none did pain pumps. The patient was in a great deal of pain about a year ago, 2017 and wanted the pump refilled. The patient did not have drug in the pump currently and had been empty since at least (B)(6) 2017.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.